Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, it was noted that a patient's implantable cardioverter defibrillator (ICD) had no radio frequency (rf) telemetry available. The patient had not been connecting with their rf monitor at home. A firmware upgrade was applied and the issue was resolved. The patient was asymptomatic.